Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device failed to discharge via internal paddles during care of a patient. The involved patient was undergoing heart surgery and because the patient required defibrillation, we are considering this as a serious injury. The users switched the defibrillator and internal paddles and were able to deliver therapy and the patient outcome was reported by the customer to be "positive."

Manufacturer narrative:
A philips distributor performed an evaluation and detemined that the internal paddle set was faulty, as there was no continuity in both wires. The lot# of the internal paddle set was noted to be 03-06, indicating that the paddles were manufactured in 2003. The customer was informed to order a replacement internal paddle set to resolve the issue. The device remains at the customer site. Philips is considering this a malfunction of the internal paddle set.

Event description:
The involved patient was undergoing heart surgery and because the patient required defibrillation. We are considering this as a serious injury. The users switched the defibrillator and internal paddles and were able to deliver therapy and the patient outcome was reported by the customer to be "positive". Additional information was requested regarding patient details and ECG strips but were not available.